Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the seal plate was damaged, consistent with arcing. Functional testing found that the damage to the seal plate(s) is con sistent with the user inadvertently closing the jaws on a hard/metallic object and activating the device. Damage to the seal plate can result in alarm activations and difficulty with activating the device. The device's jaw opening and closing mechanism was functioning properly. The device was activated multiple times on a saline soaked gauze pad but had re-grasp alarms. The seal cycle was interrupted. No electrical or wiring issues were found. It was reported that the device had seal partial. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device stopped working and kept giving a re-seal alarm. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: lf1923, jaw open lf1923 ligasure maryland 23 cm (lot # 52580186x); vlls10gen, vlls10gen ls series vessel sealing gen (serial # (B)(6)); vlft10gen, vlft10gen ft series energy platformx1 (serial # (B)(6)); forcetriad, forcetriad force triad energy platform (serial # (B)(6)); lf1923, jaw open lf1923 ligasure maryland 23 cm (lot # 52580186x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an abnormal hysterectomy procedure, the handpiece worked fine for two or three sealing cycles and then it had seal partial and kept giving a re-seal alarm, "seal cycle not complete". There was evidence of energy delivery and end tones were heard. When this happened several times, they tried other units and it didn't work either. The jaws were completely clean and it was used on a normal, not thick broad ligaments. They opened another clamp from the same batch and this time it didn't work from the beginning. When they connected it, it seemed to be fine but it didn't work on any units. There was a 15-minute delay on the procedure since vessel sealing could not be used, the entire procedure was performed with sutures and ligation. All three generators used worked without issues on another handpiece. There was no patient injury.